Event description:
It was reported the pt lost effective stimulation coverage following a fall. Reprogramming resulted in better stimulation coverage, but it is not as effective as it was prior to the fall. The physician ordered x-rays.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.